Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the device is not working, and they are having a return of symptoms. The patient stated that they are having a lot of symptoms, and stated that its getting worse instead of getting better for them. The patient also mentioned that they had to have an MRI a month ago, and they shut it off and turned it back on for them, and the problem has happened since then, and they started having leaks. The agent walked the patient through connecting to the ins and reviewed changing programs. The patient was able to change programs and reviewed that the higher the stimulation level, the shorter the battery longevity will be, and the patient understood. The patient was able to change programs and increase the stimulation to a comfortable level on the bike seat area. The patient is to monitor the symptoms and redirected to the hcp if they persist.